Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead exhibited high undefined pacing impedance. The lv lead was implanted. After the lv lead was implanted the impedance measurements were tested and remained high. The lv lead remains in use. No patient complications have been reported as a result of this event.